Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. The device has been previously sent into service for the reported condition of "damaged battery." This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump that experienced a damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.